Event description:
It was reported that after a new infusion set was placed before a meal on an ilet system, the user remained hyperglycemic and later discovered the cannula had not been fully inserted, leading to continued high glucose; a subsequent fingerstick measured 437 mg/dl, and the user inquired about meal announcement and outside insulin. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction and identified a usage problem related to an incorrectly inserted infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.